Event description:
On (B)(6) 2013, at maquet medical systems, (B)(4), for a cardiohelp unit ((B)(4)) during the ul testing performed on the unit, it was found that the rpm led indicator was defective. Reference: (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). On (B)(6)2014 the cardiohelp unit was evaulated and the led folie and the sensor panel were replaced. The unit passed all functional and safety tests.reference complaint (B)(4).